Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received scan result of 227 mg/dl on the adc device was compared to glucose reading of 60 mg/dl from a laboratory test. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown whether the customer noted a trend arrow on the device. The customer experienced perspiration, dizziness and weakness and self-treated by drinking orange juice. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.